Event description:
This device replaced a system that was removed on 2/07/2001 due to infection. Inactive leads (coronary sinus remnant and epicardial) which had been implanted twenty years prior, re- mained in the patient. Two and six days after implant of this device, evacuations of the right pocket were necessary due to hematoma/seroma. When fevers continued, open heart surgery was performed to remove the inactive leads. On march 30th, the active system was removed due to infection.